Event description:
The customer reported ma errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended. This MDR is related to ge healthcare.